Event description:
The patient presented in clinic after experiencing episodes of inappropriate shock. Upon investigation, the right ventricular (rv) lead was found to be dislodged. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.